Manufacturer narrative:
Trackwise # (B)(4). The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoviewhempro vh-3500, they opened vh-3500 box to start endoscopic vessel harvest and no device inside . A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoviewhempro vh-3500, they opened vh-3500 box to start endoscopic vessel harvest and no device inside . A replacement device was used to complete the procedure. No patient involvement

Manufacturer narrative:
Trackwiae (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. Okaccording to the manufacturing process instructions for evh packaging ((B)(4)the trays are inspected for any missing components are vigorously vacuumed and sterilized using alcohol wipes before assembling devices inside the tray. Each device is inspected and wiped with alcohol wipes before being placed inside the tray. The lot # 25151717 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoviewhempro vh-3500, they opened vh-3500 box to start endoscopic vessel harvest and no device inside. A replacement device was used to complete the procedure. No patient involvement.